Event description:
It was reported that during pre-surgery testing it was observed that the minimal access driver device did not work, and a broken piece of an unknown burr device was stuck in the tip of the attachment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. D10: concomitant med products and therapy dates: attachment device (06jan2025) d1, d4, g1, g4 (510k), h4: this report is for an unknown cutter device. Part and lot number are unknown. Without the specific part number, the UDI number, 510-k number and device manufacture date are unknown.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the tip of the cutter device broke off and was stuck in tip attachment was confirmed. The device was visually inspected as received from the customer. The attachment device was received with unknown burr/drill broken off and piece stuck in it. The service tech was able to remove the unknown burr/drill bit device from the attachment. No additional action is required because the unknown burr/drill bit material was not sufficient to test. It was determined that the most probable root cause for the failure found can be linked to improper handling, which is user error..